Event description:
Employee reported he found these on his unit. One is a blunt tip filter needle and the other does not have a filter. The blunt tip used to have purple writing on it, but now the packaging is virtually identical. The likelihood of a filter needle not being used on a medication that comes in a glass ampule is probably extremely high now due to the similar packaging. When bd was contacted with the issue, the response was "sorry for the confusion. I didn't think covenant would get caught during the transition. Here is a conversion chart that shows the new packaging. Let me know if you have any questions." This is a case of shutting the barn door after the horses have bolted. How many units have the same issue just within covenant and how many other hosps throughout the nation have the packages of the exact same color/style, etc laying side by side. Unless the caregivers are extremely vigilant and look specifically for the word "filter" they are not going to realize they have picked up the wrong one, especially if the filtered and non-filtered have ended up in the same bin. We feel strongly bd did not do due diligence with swapping out the products, "not feeling the hosp would get caught during the transition." Not acceptable. Diagnosis or reason for use: drawing medication from glass ampules.